Event description:
The customer stated that he was hospitalized for hypoglycemia. The reported blood glucose reading was 129 mg/dl at the time of the call. No troubleshooting was performed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.